Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on the posterior and to be underweight. A visual and microscopic analysis was performed which identified a sharp opening on the posterior assessed as a surgical impact opening, for the stress mark in the shell and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Event description:
Patient reported left side "rupture" ultrasound confirmed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device remains implanted.